Manufacturer narrative:
Concomitant medical products: 4557m-53 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has been decreasing since a lead revision was carried out. The lead remains in use with plan in place for continued monitoring. No patient complications have been reported as a result of this event.